Event description:
A report was received that the patient had developed an infection at the thoracic incision site. Symptoms included drainage and pain at site. The patient was prescribed antibiotics and underwent an explant procedure.

Event description:
A report was received that the patient had developed an infection at the thoracic incision site. Symptoms included drainage and pain at site. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm; model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the physician believed the patient had a history of infection but could not determine if it was directly related to the opening of the pocket incision site.